Event description:
It was reported that a spectrum pump had upstream occlusion (uso) alarms during infusion in the intensive care unit. Zoysn was running at 100ml/hour. Reported to be observed was the correct head height of the primary and secondary bag, correct set placement, and no kinks or occlusions. The tubing was removed from the pump, and no air bubbles were observed. The tubing was put back into the device, run and secondary flow check was pressed. Drips were observed after secondary flow check. Two additional alarms occurred within twenty minutes. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue was not reproduced. The ultrasonic sensor calibration readings were out of specification. A review of the event history log revealed upstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor. The upstream sensor will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.